Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the bard/davol device may have caused or contributed to the alleged patient outcome. The attorney alleges that the patient had subsequent surgical intervention; however, no details/medical records have been provided at this time. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It was alleged by the patient's attorney that on (B)(6) 2014, the patient underwent surgery for the implant of an unspecified bard/davol perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As alleged, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.